Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present on the monitor. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. This phenomenon could be attributed to faulty circuit board ("cm board") and faulty receptacle unit - however, the cause of these faults could not be further determined. Olympus will continue to monitor field performance for this device.